Event description:
(B)(6), nurse, spontaneously called in to report that cadd ms3 pump sn (B)(4) due 03/04/2020 will not turn on. They have tried several different batteries and pump does not turn on. Every couple times pump will turn on but then get stuck in setup menu. Pharmacy will replace pump. Error did not occur while in use and did not cause any harm to the pt. Pt had back up pump that they were able to switch to. Reported to (B)(6) by pt/caregiver.